Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the complaint was dispatched to the field service engineer (fse) department for further investigation. The fse replaced the incubator motor and, aligned incubator to hybrid arm and x arm. Fse ran quality control (qc) and results were within range and without any error. Instrument is functioning as intended and was released. No further actions are required by the fse. A 13 month complaint history review and service history review for similar complaints was performed through the aware date. There were no similar complaints identified including this one during the searched period. The aia-2000 operator's manual section appendix 4: error messages states the following: error: 4407 incubator rotation motor overrun to positioning sensor. Cause: the positioning sensor activated improperly during rotating of the incubator. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to incubator motor.

Event description:
The customer reported receiving error 4407 incubator rotation motor overrun to positioning sensor on their aia-2000 instrument. The customer requested an fse for service. The reported event resulted in delayed reporting of ipth and lh ii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.